Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. Customer resumed insulin delivery. As the event occurred in the past, tandem technical support was unable to determine a possible cause.